Manufacturer narrative:
The event occurred on (B)(6) 2023. Device manufacturer address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set came apart at the bottom of the middle port. The set was connected to intravenous fluid. This was observed during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed to the sample using the naked eye which noted a separation between the tubing and the second y-site clearlink in the upstream. Dimensional testing was performed and the device was according to specification. The reported condition was verified. The cause of the condition was an improper manual assembly during the manufacturing process; the solvent was not applied uniformly in the tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.